Event description:
Customer reported "approximate 4mm splitin motor hose 1 cm from back of motor. Oil released from hose and got on surgeon and patient.

Event description:
Customer reported "approximate 4mm split in motor hose 1 cm from back of motor. Oil released from hose and got on surgeon and patient.